Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the insertable cardiac monitor (icm) exhibited myopotentials over-sensing. No intervention was performed. The patient was in stable condition.